Event description:
The customer stated that she was hospitalized for low blood glucose levels with a reading of 41 mg/dl. Troubleshooting was performed and the insulin pump was programmed correctly. However, the customer did not feel comfortable with the insulin pump and asked to have it replaced. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.